Manufacturer narrative:
The complaint allegation was confirmed. One unpackaged ar-8400ex batch 15253484 was received for evaluation. Visual inspection revealed that excalibur's shaft was bent. No other damage was noted. A functional test was not performed due to the device's damage. The most likely cause of the reported failure was determined to be user error, including the application of excessive bending forces.

Event description:
On 4th nov 2025, it was reported by an arthrex's employee via an email that for 1 unit of ar-8400ex, excalibur, 4.0 mm x 13 cm, it was bent when using it to do synovial membrane cleaning. This was detected during a rotator cuff repair surgery on (B)(6) 2025. The procedure was completed successfully by using another new ar-8400ex. There were no patient harm and no secondary procedure needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.